Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause was not reported. On an unreported date, the patient was treated with an unspecified anti-inflammatory drug for the event. The patient hospitalization, patient outcome and action taken with pd therapy were not reported. No lab or test data was reported.

Manufacturer narrative:
(B)(6). The peritonitis occurred on an unspecified date in (B)(6) 2022. The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.